Event description:
Technician alleged that the brake casters are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer pedals and adjusted all brake casters to resolve issues.